Event description:
It was reported that log files were sent for review. The event log file captured power_cable_disconnect/no_external_power alarms on 30apr2025 while tethered on mobile power unit (mpu). The alarmed appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the event. The patient then experienced a backup battery fault alarm. The backup battery was exchanged but the alarm persisted despite the new battery. Additional log files were submitted for review. The event log file captured a backup battery fault alarm on 02may2025 due to the emergency backup battery (ebb) failing the load test. The system controller and the modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
D4 - UDI - correction manufacturer¿s investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) was evaluated following a reported loss of power to the house. Submitted and downloaded log files did not indicate an issue with the mpu or an interruption to external power while connected to the mpu. Product was not returned for testing. Provided information revealed that the mpu had a v-lock connector, the ac power cord did not come loose from the wall outlet or the back of the unit, the mpu would not be removed from service, and that there was a loss of power to the house which could have affected ac power to the mpu at the time of the event. The reported event could not be correlated with an issue with the mobile power unit. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mpu had a v-lock connector on the ac power cord. It was also said that the ac power cord did not come loose from the outlet or from the back of the unit at the time for the event. It was said the patient did experience a loss of power that affected ac power at the time of the event.